Manufacturer narrative:
(B)(4):the device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix double pigtail biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the biliary duct of a female patient (patient age and weight are unknown). During the preparation, as the double pigtail stent was loaded on the guidewire, the stent kinked and the guidewire could not be advanced through the stent. The procedure was successfully completed with another an advanix double pigtail biliary stent and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that an advanix double pigtail biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the biliary duct of a female patient (patient age and weight are unknown). During the preparation, as the double pigtail stent was loaded on the guidewire, the stent kinked and the guidewire could not be advanced through the stent. The procedure was successfully completed with another an advanix double pigtail biliary stent and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was returned with a pigtail straightener (orange sleeve). There was a kink at the sideport hole near the tapered end of the stent. There were no other damages on the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications.